Event description:
A completed questionnaire was returned from the surgeon, who indicated a patient presented with endophthalmitis, in the left eye, following cataract surgery. An intravitreal injection was performed. The patient is noted to have an "unresolved hypopyon hemorrhage", in the left eye. The surgeon reported that the device did not cause or contribute to the event. This is the second patient related to mfg report # 2028159-2014-00095.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).